Event description:
The pt was implanted with a left ventricular assist device. The hospital reported that the pt's system controller was shutting off. The pt exchanged to their backup system controller.

Manufacturer narrative:
The reported event of the controller shutting off was unable to be confirmed during analysis. The returned system controller was functionally tested using lab equipment and was found to function as intended, even when the cables were maneuvered. The white and black power leads were independently disconnected, and the system continued to operate properly. All internal wires were measured during analysis and there were no issues observed. The data log file retrieved from the returned controller contained approx 11 days and 3 hours of events, where one low voltage advisory and numerous power cable disconnect alarms were recorded. There was a power cable disconnect alarm recorded followed by a power interruption, which was indicated by a time clock reset. The voltage levels recorded prior to the power interruption suggest that the controller was connected to a power module. After the power was restored the voltage levels indicated that one lead was connected to a 14v battery and the other lead was disconnected. The last recorded entries revealed that pump disconnected and motor stopped alarms become active followed by a power interruption. After the power was restored the pump disconnected alarm remained active. The log file captured two more power interruptions. The returned system controller was determined to function as expected during analysis. A review of device history records for this device showed no deviations from mfg or qa specs. No further info is available. The MFR is closing its file on this event.